Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter. During mapping, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 140cc. Patient was reported to be in stable condition. Patient required overnight hospitalization as a result of this adverse event for observation. Patient fully recovered with no residual effects. It was noted that no ablation was performed. Physician did not provide a causality opinion. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). Non biosense webster, inc - striker quadrapolar catheter (f6qa252rt/3010982). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 140cc. Patient was reported to be in stable condition. Patient required overnight hospitalization as a result of this adverse event for observation. Patient fully recovered with no residual effects. It was noted that no ablation was performed. Physician did not provide a causality opinion. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.